Manufacturer narrative:
A ge svc rep performed an onsite investigation. The main system computer was identified as requiring replacement. No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury.